Event description:
It was reported that during a gastric bypass procedure, the jaws would not open. Took another instrument to pop the jaws open. This was on the initial firing. There were no pt consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.